Manufacturer narrative:
The customer replaced the needle cartridge to fix the leak. Root cause is associated with the needle cartridge.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a blood tinged leak underneath the needle assembly on the coulter lh 750 analyzer. The customer could not locate the source. The user was wearing personal protective equipment (ppe) consisting of lab coat, gloves and eye protection at the time of the incident. No injuries occurred and medical attention was not sought. No report of exposure to mucous membranes or open wounds. The operator did not seek medical attention.